Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while sitting in front of the television. The patient was seen in-clinic and provocative maneuvers were performed, reproducing myocardial potential signals by pressing the hands together. Technical services (ts) reviewed the device data and discussed the system recorded non-physiologic noise in primary vector. The artefacts seem to be first manifest of possible connection issue; there is also loss of baseline and non-physiologic signals indicating a potential mechanical issue with the electrode or connection. It was advised to perform x-ray to assess system position and further recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.